Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 f device. The needles presented in the hub, but appeared to be held tight by the suture and could not be pulled out, backdown was partial. A small incision was made to enlarge the dermatotomy and the needles were pulled out of the barrel entrance with hemostats. The device was removed, a sheath inserted and closure achieved with manual compression. The patient did fine and was discharged the following day.